Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 29mm 7300tfxj magna mitral ease valve was explanted after an implant duration of unknown period due to calcification and stenosis. The device was replaced with a 27mm 11400m mitris valve. Patient's outcome was reported unknown. The device was returned for evaluation. Dismantle of the device to identify the serial number was permitted after necessary evaluation.